Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that erbe generator c-34 errors were triggered when using the monopolar energy. Caller stated that they replaced the energy cord and rebooted the generator, but issue persisted. Tse noted multiple errors and advised they could swap da vinci towers or use a backup force triad generator is available. The tse assisted the customer to use a third-party generator and the procedure was completed with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a force triad.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis and the reported failure error c-34 was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.